Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7 xb endoscopic vessel harvesting system was not delivering energy. They changed the bipolar cord, and the unit still would not power up. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that there were no non conformities with the bisector. The device had some evidence of blood. A functional test was performed with the returned device and a reference bipolar cord and generator. The device passed the functional test, with steam and heat generated during several device actuations. Based upon the functional test, the reported complaint could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).